Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced sustained hyperglycemia with a highest cgm value of 400 while using an insulin pump system with fsl3+ cgm; the patient noted performing a supply change the prior evening and awakening to an empty cartridge, and, without a replacement site available at work, elected to disconnect and administer subcutaneous insulin by pen. Symptoms included hyperglycemia, and the patient denied other symptoms. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.